Event description:
The customer reported that following a cerbral angiogram in 2003, a vasoseal elite was deployed. During the deployment procedure, the operator experienced great difficulty when he attempted to retract the j segment. After a lot of manipulation, the j segment was retracted and the collagen was deployed. Upon completion of the deployment, it was noted that the j segment was missing from the locator. Fluoroscopy was used to visualize the j segment in the common femoral artery below the puncture site. A 6 fr. Sheath was inserted and a snare device was used to retrieve the j segment from the artery. The pt outcome was positive and no further complications were reported. At the time of the incident, the operator was certified in the use of vasoseal es, but was not yet certified in the use vasoseal elite.